Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va0r8a1, implanted: (B)(6) 2015. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the lead over the patient's right ear had been making clicking sounds. The patient noted the stimulation was working fine, the clicking was just annoying. The patient stated if they pressed on the top of their right ear next to their skull, they can cause the wire to start making a clicking sound. Follow-up information was received from the patient reporting that their healthcare provider (hcp) thought the wire came free from connective tissue and now could move. The patient thought that the clicking was possibly linked to that movement. No further patient complications have been reported as a result of this event.